Manufacturer narrative:
G4:08jan2021; b4:12jan2021. The manufacture technician support engineer confirmed the oxygen inlet port did not match and advise the customer to correct the port by themselves and the unit is now back to normal. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported to philips inconsistent oxygen interface. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:11feb2021. B4:17feb2021. H11: g5: k102985 based on the information provided, there was no device malfunction and this is not a reportable event. This was an issue with the wall oxygen outlet at the customer's facility and not a device malfunction, this was user error, and this event is solely the result of user error wit no other performance issue and there has been no device related death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.